Manufacturer narrative:
(B)(4). Reportedly, two proglide devices were deployed on the opposite side with similar anatomy without any issue. The patient had extensive although asymptomatic distal arterial disease and gone through a lengthy hospitalization but unfortunately required a below knee amputation on (B)(6) 2017. The physician name was provided; however, it is not known if the physician is trained in the use of the proglide device. No additional information was provided. The other three perclose proglide devices are filed under separate medwatch manufacturer report reference numbers. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery (lcfa) was performed using a proglide device via a 9f sheath under ultrasound guidance after an interventional procedure. Reportedly, a proglide device was deployed in the lcfa but hemostasis was difficult to obtain. Three additional proglide devices were attempted; however, suture breaks occurred with all three proglide devices. It was evident that there was some subcutaneous tissue that had been pulled down to the level of the lcfa which was dimpling the skin. The tissue was mobilized and the artery began bleeding. At this point, a cut down on the lcfa was performed, the vessel was controlled with clamping and the proglide suture was removed. The lcfa was then closed with a prolene suture. Reportedly, a fracture of the foot occurred with embolization into the left posterior tibial artery which was not discovered until the patient was in the recovery room and awakened from general anesthesia complaining of severe left foot pain and had absent doppler pulses. After the left foot ischemia was identified, the patient was returned to the operating room (or). This was approximately 45 minutes after leaving the or originally. The left groin incision was re-opened. The initial pass of a fogarty catheter distally and the broken foot was recovered and a small amount of old appearing thrombus of almost the same size. An arteriogram was obtained and identified some additional material in the distal posterior tibial artery at the medial malleolus with diminished perfusion of the pedal arch. A wire was placed at this level followed by an embolectomy catheter over the wire, IV nitroglycerin, intra-arterial tpa, then a penumbra thrombus suction device.